Event description:
Customer reports testing 148mg/dl at 9:30am and took 1 unit of humalog. Approximately a half hour later she reports that she passed out and came to 4-5 hours later with no treatment. No medical treatment sought. No strip information provided and no quality controls were used on vial that produced the above results. Requested return of suspect device and replacement was sent.